Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. To address this, the customer administered a correction bolus using the pump and then cleared the alarm to resume insulin delivery. The customer did not require assistance from a third party.